Event description:
It was reported there was under-infusion of medication and drug withdrawal. The patient¿s pump was replaced on (B)(6) 2013. There was a significant volume discrepancy noted on (B)(6) 2013. There was a catheter access port (cap) contrast study on that same date, without results reported. The patient experienced symptoms of a one month history of progressive nausea, a 23lb weight loss, chills, tremors, increased pain and sweating. The severity was noted as moderate. The patient outcome was reported as resolved without sequelae. The pump device was used to deliver morphine and clonidine. It was later reported, the patient had been in pain for 2 months leading upto the event. On (B)(6) 2013, the patient had no pain relief, was in bed with the shakes and chills, and it went on for 3 weeks. The patient then went to the emergency room (ER) on (B)(6) 2013 after 12 days of being sick. The patient's pump was subsequently replaced and the patient indicated having to stay in the hospital because of withdrawal. The patient reported having significant issues with the last pump, which barely lasted 3 years. The patient indicated it was like someone flipped a switch, as they were fine one day and the next day the patient ¿was down". The patient had not experienced withdrawal before, and it took 3 weeks before someone told the patient what was going on, and they were in and out of the ER. The patient noted at the last refill, they didn¿t think the symptoms were due to the pump and did not know what withdrawal symptoms were. The patient noted being bit by a tick, so the hcp had to rule that out. The patient then thought she had a virus for about 12 days, felt ok for a day or two and then crashed again. The last time landed the patient in the ER, as the patient was then dehydrated because of being sick. The lyme disease result was negative from the tick bite. The patient indicated that when the health care provider (hcp) emptied the reservoir, they got way too much back which confirmed the pump was not giving pt the medication. The patient reported that during the (B)(6) study, the (hcp) could not get any spinal fluid out of the catheter so they immediately scheduled surgery. When the pump was replaced the hcp was able to get spinal fluid from the catheter, so it was just the pump that was replaced. The patient indicated having to stay in the hospital for an extra day due to vomiting and having withdrawal symptoms.

Manufacturer narrative:
Product ID 8596 lot# serial# (B)(4), implanted: 2006 (B)(6), product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Only the pump was returned for analysis. The pump logs were reviewed and a short duration motor stall and recovery occurred on (B)(6) 2013. During lab testing no motor stalls occurred. Dispense and infusion accuracy testing passed. Further analysis revealed slight residues which were not considered unusual or abnormal.

Event description:
It was reported that battery depletion occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.